Event description:
After insertion of the iab, the pump experienced a high pressure alarm, so the iab was removed and replaced. With this second iab, the pump experienced a possible helium loss alarm, which occurred irregularly. The patient suffered an mi and expired. Death was unrelated to the pump alarms.